Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via a merlin transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Patient was brought in and the recommended programming changes were made. No further oversensing reported.